Manufacturer narrative:
E1: initial reporter facility name - (B)(6). E1: initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the third luer lock port. This occurred at the end of the infusion. The issue was resolved by changing the line, and the remaining amount of ceplipimab was administered to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing along with priming were performed and a leak at the second y-site clearlink was observed. Autopsy was performed on second clearlink and a damaged gland was observed. The reported condition was verified. The cause of the condition was due to the supplier material used in manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.